Manufacturer narrative:
Device label code for f10. Postition 1: 1738. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the raged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
(Cc# the iab was inserted into the pt on 12/3/96. On 12/13/96 after iabp for ten days, the iab leaked. Blood noted in the tubing and the iab was removed. A second was inserted. Event complications: none from the event -reported 12/18/96. 1/20/97. Pt's current status: unk-rpt'd 12/18, 1/20/97.